Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. Log files from may 04 to may 14 were analyzed which showed the system was working normally while the neurological ogp dose setting during this period was set to the default setting. A cerebral embolization procedure lasting 2 hours is sensible, and the known side-effect of epilation (described in user manual) is also possible during such procedures. It is a possible latency x-ray exposure effect, however, it depends on the imaging practices [ogp(s) (fluoro & acq), frame (dose per pulse, f/r, p/r,), zoom size (fov), collimation, focus (small & large)], system technical status, procedure time (the longer procedure time, the more exposure) and individual x-ray radiation tolerance. There is no indication of a system failure, malfunction or non-conformity. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the system.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred following examination on the artis one system. On (B)(6) 2019 a patient underwent a cerebral embolization which lasted approximately 2 hours. On (B)(6) 2019, the patient notified the medical facility of hair loss on the head one month after treatment. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.